Manufacturer narrative:
(B)(4). Batch # r57d8a. Device evaluation summary: the analysis results found that the cdh33a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing record evaluation was performed and identified a nr related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.

Event description:
It was reported that during a low anterior resection surgery for rectal cancer, cdh33 circular stapler was used. The resident introduced the stapler, he adjusted the staple closure as far as he considered necessary, waited 15 seconds, fired and the plastic washer gave feedback (sounds). Then, he gave about 2 turns in the opening knob and started to take out the device. Once outside, the donuts were reviewed and they were complete. After that, the anastomosis was checked and only one part was stapled, while the other only cut and had open staples. They proceeded to undo and make manual anastomosis. They spent about 40 minutes more in surgery. There were no patient consequences reported. Patient was stable and was discharged